Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 350 mg/dl. The customer started her blood glucose reading was 443 prior to the event and she treated with a manual injection. Troubleshooting was not done as the customer was in a hurry during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.